Manufacturer narrative:
Additional information: d6a, h4, h6. Corrected data: d2a. The reported event could be confirmed. Two peek implants were mixed up at the hospital due to a user related issue, resulting in a prolonged surgery; both implants were manufactured per specifications, resterilization followed the IFU, and no device related problem was identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that within the hospital two peek implants were mixed up. The procedure was successfully completed with the correct peek implant with a surgical prolongation of more than 120 min.